Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when deployment was attempted the leadless implantable pulse generator (ipg) moved slightly upwards and anteriorly. Attempts were made to retrieve the leadless ipg and reposition however the leadless ipg had already dislodged. It was very difficult to retrieve despite aligning with the delivery system. Echocardiography was used to check the position of the leadless ipg and it was located at the septal tricuspid valve. It was uncertain if the ipg had crossed through the tricuspid valve however it was suspected that it might be stuck at the valve. After pulling the tether, the ipg became loose and migrated into the pulmonary artery due to blood flow. Attempts were made to snare the ipg but were unsuccessful. The leadless ipg was attempted not used, remains in the patient and was replaced. No patient complications have been reported as a result of this event.